Event description:
The pt underwent graft implantation on 5/2000. The pt experienced bowel ischemia and it was determined that the sma had no pulse. The sma was surgically repaired. The pt's symptoms did not resolve, and the pt expired 4 days later.